Manufacturer narrative:
An event regarding reported difficulty opening sterile packaging involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not possible as the packaging was not returned nor were photographs provided. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the reported event cannot be confirmed. Device evaluation was not possible as the packaging was not returned nor were photographs provided for review. No further investigation for this event is possible. If additional information becomes available, this investigation will be reopened.

Event description:
The scrub nurse mentioned that the stryker packaging was difficult to open for a triathlon femoral component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
The scrub nurse mentioned that the stryker packaging was difficult to open for a triathlon femoral component.